Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that recently this patient experienced inappropriate shock as well as inappropriate anti-tachycardia pacing (atp) which lead to therapy exhaustion. The programming was changed in an effort to alleviate this from happening in the future. To date, no adverse patient effects have been reported.